Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen had red vertical lines that appear intermittently through the entire pump screen. The customer¿s blood glucose (bg) level was ¿high¿, specific value was not provided. A correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.